Manufacturer narrative:
The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. An assessment was performed which found that there was smoke coming from the top end, excessive noise, heat, and vibration. It was determined that this condition was due to a broken drive shaft, which was caused by applying extreme force to the device while in use. The assignable root cause was determined to be component damage caused by misuse and abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that the motor device was loud. During in-house engineering evaluation it was found that there was smoke coming from the top end, excessive noise, heat, and vibration due to a broken drive shaft. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.